Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's sensor alarmed with calibration not accepted. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated and the customer was asked to remove their sensor; the sensor cannula was much shorter than usual. It was explained to the customer that the sensor cannula was most likely retracted when the needle was removed, but the whereabouts of the cannula were not confirmed. The sensor will be returned for analysis and a replacement sensor was shipped to the customer.